Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose had exceeded 600 mg/dl after receiving a no delivery alarm. The customer also ran out of supplies and needed them desperately. Troubleshooting was initiated for the no delivery alarms. She reported changing out her infusion set three times the previous night due to no deliveries, and that the cannula was bent those three times. The customer was advised that she will not receive emergency supplies until monday since the call occurred over the weekend. The patient hung up and no supplies were shipped or returned.